Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that during a f/u visit, this lead displayed loss of sensing and capture at the maximum output. The impedance measurements decreased. The physician reported that the lead would be revised the next day. No adverse pt effects were reported. The lead remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It is unk if the scheduled lead revision has occurred.